Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "a turp (transurethral resection of the prostate) was conducted. The neutral electrode burned rather than the normal electrode. The patient has a large prostate, and the space is very confined".

Manufacturer narrative:
The complained product was not returned by the customer, but videos were provided. The investigation has been completed on october 22,2025. The showed plasma aura around the active electrode is intended, once the electrode has ignited and not malfunction, nor does it create any additional risk. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).